Manufacturer narrative:
H3: the hyperform balloon catheter and guidewire were returned for analysis. No damages were found with the hyperform balloon catheter hub. The hyperform balloon catheter body was found stretched from ~6.5cm to ~1.5cm from the distal tip. Upon inspection, the balloon appears to be in good condition. No bends or kinks were found with the guidewire. The guidewire was found to be in good condition. An attempt was made to flush the hyperform balloon catheter. However, water could not pass through the catheter's stretched location. Therefore, the balloon could not be tested for inflation. Based on the device analysis and reported information, the customer¿s ¿catheter leak¿ report could not be confirmed, and the cause could not be determined. The hyperform balloon catheter body can become stretched due to excessive force during the procedure. However, the cause of the catheter damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that assisted embolization aneurysm surgery, contrast agent leaked out during inflation. The balloon was replaced and the surgery went smoothly. No patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information received reported the orginial lesion being treated was in the c7 location. Vessel tortuosity was minimal. The leak was a balloon issue. The balloon was flushed prior to use. The leak did not occur during preparation. The balloon was inspected prior to uses. The contrast leaked slightly into the patient. There was no medicinal or surgical intervention required as a cause of the leak.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.